Event description:
Information received indicates the brakes would set, but would not hold.

Manufacturer narrative:
The technician found the brake detent was cracked. He replaced the brake detent to repair the bed.